Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of missing thixotropic adhesive (ke45) was found on the adhesive on elevator covers is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician team indicated that a missing single component, paste-like, thixotropic adhesive (ke45) was found as adhesive on elevator covers. There was no patient involvement.